Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when device interrogation showed lead noise. Limited isometric testing was performed and noise was not reproduced. The device was reprogrammed. During the review of the freeze capture images after reprogramming myopotential oversensing was also noted. Further programming changes were recommended. The patient was asymptomatic and monitoring with follow up visits will continue.